Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient, who's undergone breast augmentation revision with two 325cc mentor memorygel breast implants, suffered a hard right breast and right breast encapsulation, post-procedure. The patient had mammogram and ultrasound with unspecified findings. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On may 21, 2021, mentor received additional information indicating that the patient has a confirmed capsular right breast contracture (baker grade IV) and is scheduled for possible mentor gel implants replacement (catalog: 3503254bc) manufacturer¿s reference number: (B)(4).